Manufacturer narrative:
A visual inspection was performed on 1 opened and used enlite sensor found the sensor cannula was retracted inside of the sensor base, no broken or missing parts were observed during our analysis. Unable to confirm if the customer received the sensor damaged due to the customer returned the sensor opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a broken sensor. The customer's blood glucose reading was 156 mg/dl. The customer stated that the cannula is not attached to the sensor. The customer's insertion site was the stomach. The customer stated that the sensor cannula fractured while in the body. The customer was unsure if the sensor cannula was still in the body. The customer was advised that an x-ray will be able to locate the sensor cannula in the body. The customer will be sent replacement sensors.